Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal surgery and rectosigmoidectomy, after closing the stapler and before releasing the clamps, the surgeon identified that the warhead broke. Another stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be tilted and attached to the instrument, with part of the crush ring was observed to be crushed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.